Event description:
It was reported to nuvectra that the patient experienced an infection, seven days post permanent implant. Subsequently, the physician flushed the site and treated it with vancomycin chips.